Event description:
It was reported that ventricular noise was noticed after a pacemaker mediated tachycardia (pmt) episode. No oversensing measurements and not able to reproduce the noise during an office check. Four jumpy out of range impedances were documented. Physician will continue to monitor patient. No adverse patient effects were reported. This product remains in service. If the product is returned, analysis will be performed and this report would be updated at that time.